Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 72 year old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that there was minimal oozing at the access site, which managed with hemostatic dressing. Hemoglobin remained stable at 14. A percardial effusion was identified on echocardiogram, and pericardiocentesis was performed.

Manufacturer narrative:
H6: investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries could not determined due to insufficient clinical details.

Event description:
It was reported that the patient's urinary output was less than 30cc an hour and was pink red in color. The patient was later diagnosed with renal failure and required dialysis. It was further reported that the patient expired.

Manufacturer narrative:
Additional information provided and the following were updated based on the information provided by the clinical site: b2, b5, h1, h6. The exact date of death was not provided. Correction: e4.